Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a high readings issue with the adc freestyle libre, stating that he experienced a hypoglycemic event, but the sensor "did not warn about hypoglycemia", as the sensor scan value (unspecified) was higher than his blood glucose level (unspecified). The customer further reported that he lost consciousness and fell over. The wife of the customer administered ice cream for treatment. The customer later self-presented to his family hcp who measured the customer's blood glucose level and got a reading of 141 mg/dl. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, stating that he experienced a hypoglycemic event, but the sensor "did not warn about hypoglycemia", as the sensor scan value (unspecified) was higher than his blood glucose level (unspecified). The customer further reported that he lost consciousness and fell over. The wife of the customer administered ice cream for treatment. The customer later self-presented to his family hcp who measured the customer's blood glucose level and got a reading of 141 mg/dl. No further treatment was required. There was no report of death or permanent impairment associated with this event.